Event description:
It was reported that during a laparoscopic gastrectomy procedure, the blade was broken off during use outside of the pt. Another device was used to complete the procedure. There were no adverse consequences for the pt.

Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.